Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage may be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient¿s with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. Clinical factors that may have contributed to the reported event include changes in anticoagulant therapy related comorbidities and the patient's past medical history. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received stating a patient expired due to intracerebral hemorrhage (ich) on (B)(6), 2017 . No other information has been provided.